Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device: protruding from fallopian tube"), pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 44-year-old female patient who had essure (ess205) (batch no. 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrail ablation and essure insertion performed on same day". The patient's past medical history included gravida I, parity 1 (date of births: 04-jan-1994), stomach pain, nausea, low back pain, gas and bloating. Previously administered products included for birth control: birth control pills from 1990 to 2009. Concurrent conditions included body mass index normal, polymenorrhagia, dysplasia, carcinoma, perimenopausal symptoms and abdominal pain. Concomitant products included cilest (ortho tricyclen) from 2000 to 2006, cilest (sprintec), hydrocodone from 2009 to 2012 and ibuprofen (midol ib) from 2009 to 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), rash papular ("rashes or skin conditions: red itchy bumps, dry skin"), headache ("migraines/ headaches"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition : reflux"), female sexual dysfunction ("apareunia"), fungal infection ("yeast infection"), weight increased ("weight gain"), cystitis ("bladder or urinary problems or changes / infection: bladder and yeast"), fatigue ("fatigue"), migraine ("migraines/ headaches") and dry skin ("rashes or skin conditions: red itchy bumps, dry skin"). On (B)(6) 2011, 4 years 9 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("possible allergy to coils"), vulvovaginal pain ("vaginal pain") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with estrogen nos (estrogen), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingo-oopherectomy) and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, allergy to metals, vulvovaginal pain, vaginal discharge, headache, gastrooesophageal reflux disease, urinary tract disorder, weight increased, fatigue and dry skin outcome was unknown, the genital haemorrhage had not resolved and the dysmenorrhoea, dyspareunia, rash papular, fungal infection, cystitis and migraine was resolving. The reporter considered allergy to metals, cystitis, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, headache, migraine, pelvic pain, rash papular, urinary tract disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: they were able to see about 7 to 8 coils on the left side . Right side : we were able to see three rings. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion . On (B)(6) 2011: us pelvis: heterogenous appearance of the uterus underlying fibroids linear echogenic foci in the endometrium which may represent calification secondary to history of uterine ablation vs retained iud. On (B)(6) 2011: CT abd and pelvis: reason: lower abdominal pain and nausea curvilinear radiopaque foreign object expected within the left fallopian tube is identified but is predominately within the endometrial cavity and the very lateral tip near the cornua of the uterus. On (B)(6) 2011: pathology report: 1. Uterus, hysterectomy: cervix - mild chronic cervicitis. Endometrium - proliferative type. Myometrium - adenomyosis, extensive. Metallic coil identified. Serosa - benign serosa. Right ovary/oviduct: fibrous adhesions of ovarian surface. Oviduct identified. Left ovary/oviduct: benign follicular cyst. Oviduct identified. The endometrium is markedly stenotic, and contains a silver metallic coil. An additional silver metallic coil is identified within the right cornu aspect near the junction of the adnexa . ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s cramping , pelvic pain quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device: protruding from fallopian tube"), pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 44-year-old female patient who had essure (ess205) (batch no. 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrail ablation and essure insertion performed on same day". The patient's past medical history included gravida I, parity 1 (date of births: 04-jan-1994), stomach pain, nausea, low back pain, gas and bloating. Previously administered products included for birth control: birth control pills from 1990 to 2009. Concurrent conditions included body mass index normal, polymenorrhagia, dysplasia, carcinoma, perimenopausal symptoms and abdominal pain. Concomitant products included cilest (ortho tricyclen) from 2000 to 2006, cilest (sprintec), hydrocodone from 2009 to 2012, ibuprofen (midol ib) from 2009 to 2012 and valaciclovir hydrochloride (valtrex). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2007, the patient experienced headache ("migraines/ headaches"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash papular ("rashes or skin conditions: red itchy bumps, dry skin"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition : reflux"), urinary tract disorder ("bladder or urinary problems or changes(event splitted for coding)"), fungal infection ("yeast infection"), weight increased ("weight gain/loss (specify which one)weight gain"), cystitis ("bladder or urinary problems or changes / infection: bladder and yeast"), fatigue ("fatigue"), dry skin ("rashes or skin conditions: red itchy bumps, dry skin") and bladder disorder ("bladder or urinary problems or changes(event splitted for coding)"). In 2009, the patient experienced migraine ("migraines/ headaches"). On (B)(6) 2011, 4 years 9 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("possible allergy to coils") and vulvovaginal pain ("vaginal pain"). The patient was treated with estrogen nos (estrogen), and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, allergy to metals, vulvovaginal pain, vaginal discharge, headache, gastrooesophageal reflux disease, female sexual dysfunction, urinary tract disorder, weight increased, fatigue, dry skin and bladder disorder outcome was unknown, the genital haemorrhage had not resolved and the dysmenorrhoea, dyspareunia, rash papular, fungal infection, cystitis and migraine was resolving. The reporter considered allergy to metals, bladder disorder, cystitis, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, headache, migraine, pelvic pain, rash papular, urinary tract disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: they were able to see about 7 to 8 coils on the left side . Right side : we were able to see three rings. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion . (B)(6) 2011: us pelvis: heterogenous appearance of the uterus underlying fibroids linear echogenic foci in the endometrium which may represent calification secondary to history of uterine ablation vs retained iud (B)(6) 2011: CT abd and pelvis: reason: lower abdominal pain and nausea curvilinear radiopaque foreign object expected within the left fallopian tube is identified but is predominately within the endometrial cavity and the very lateral tip near the cornua of the uterus. (B)(6) 2011: pathology report: uterus, hysterectomy: cervix - mild chronic cervicitis. Endometrium - proliferative type. Myometrium - adenomyosis, extensive. Metallic coil identified. Serosa - benign serosa. Right ovary/oviduct: fibrous adhesions of ovarian surface. Oviduct identified. Left ovary/oviduct: benign follicular cyst. Oviduct identified. The endometrium is markedly stenotic, and contains a silver metallic coil. An additional silver metallic coil is identified within the right cornu aspect near the junction of the adnexa ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s cramping , pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received. Concomitant medication added. Following event: bladder problem was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device: protruding from fallopian tube"), pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrail ablation and essure insertion performed on same day". The patient's past medical history included gravida I, parity 1 (date of births: (B)(6) 1994), stomach pain, nausea, low back pain, gas and bloating. Previously administered products included for birth control: birth control pills from 1990 to 2009. Concurrent conditions included body mass index normal, polymenorrhagia, dysplasia, carcinoma, perimenopausal symptoms and abdominal pain. Concomitant products included cilest (ortho tricyclen) from 2000 to 2006, cilest (sprintec), hydrocodone from 2009 to 2012 and ibuprofen (midol ib) from 2009 to 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), rash papular ("rashes or skin conditions: red itchy bumps, dry skin"), headache ("migraines/ headaches"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition : reflux"), female sexual dysfunction ("apareunia"), fungal infection ("yeast infection"), weight increased ("weight gain"), cystitis ("bladder or urinary problems or changes / infection: bladder and yeast"), fatigue ("fatigue"), migraine ("migraines/ headaches") and dry skin ("rashes or skin conditions: red itchy bumps, dry skin"). On (B)(6) 2011, 4 years 9 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("possible allergy to coils"), vulvovaginal pain ("vaginal pain") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with estrogen nos (estrogen) and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, allergy to metals, vulvovaginal pain, vaginal discharge, headache, gastrooesophageal reflux disease, urinary tract disorder, weight increased, fatigue and dry skin outcome was unknown, the genital haemorrhage had not resolved and the dysmenorrhoea, dyspareunia, rash papular, fungal infection, cystitis and migraine was resolving. The reporter considered allergy to metals, cystitis, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, headache, migraine, pelvic pain, rash papular, urinary tract disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: they were able to see about 7 to 8 coils on the left side . Right side : we were able to see three rings. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. (B)(6) 2011: us pelvis: heterogenous appearance of the uterus underlying fibroids linear echogenic foci in the endometrium which may represent calification secondary to history of uterine ablation vs retained iud. (B)(6) 2011: CT abd and pelvis: reason: lower abdominal pain and nausea curvilinear radiopaque foreign object expected within the left fallopian tube is identified but is predominately within the endometrial cavity and the very lateral tip near the cornua of the uterus. (B)(6) 2011: pathology report: uterus, hysterectomy: cervix - mild chronic cervicitis. Endometrium - proliferative type. Myometrium - adenomyosis, extensive. - metallic coil identified. Serosa - benign serosa. Right ovary/oviduct: - fibrous adhesions of ovarian surface. - oviduct identified. Left ovary/oviduct: - benign follicular cyst. - oviduct identified. The endometrium is markedly stenotic, and contains a silver metallic coil. An additional silver metallic coil is identified within the right cornu aspect near the junction of the adnexa ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s cramping , pelvic pain most recent follow-up information incorporated above includes: on 12-feb-2018: plantiff fact sheet and medical record received. Events apareunia, bladder or urinary problems or, dyspareunia , fatigue, reflux, infection: bladder and yeast, malposition of essure device:protruding from fallopian tube, migraines/ headaches,itchy bumps, dry skin, medical device monitoring error vaginal discharge, weight gain, dysmenorrhea (cramping), possible allergy to coils, abdominal cramping, pelvic pain, vaginal pain are added. Lot number added. Lab data updated. Cocncomitant condition and drugs are added. Historical drug and condition are added. Product , patient & reporter information updated.¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.